Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change on an ilet system using a steel infusion set, blood glucose rose to 214 mg/dl when the user primed only up to the tubing disconnect and did not fully fill the tubing before attaching the new infusion set; education and troubleshooting were completed, including guidance to fully prime the tubing, change the site, and perform a fill cannula, and there were no device alerts or alarms. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention, no ketone testing, no backup therapy use, and self-monitoring until glucose normalized. Investigation included case assessment and user education on correct infusion set and tubing priming technique. Investigation of this case revealed an infusion set deployment and connector use error resulting in incomplete tubing fill, which likely delayed insulin delivery; the device and infusion set components were not found to be defective. It was concluded, based on previously established findings for similar reports, that user technique was the cause.